Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was not charging the installed battery (dom 19038). The device was not in use on a patient.